Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm emerge balloon catheter was selected for use. However, during the procedure, the shaft broke at approximately 30cm from the hub. The procedure was completed with another of same device. No patient complications were reported and the patient condition post procedure was normal.